Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance at a follow up visit. The patient was sent for evoked potential monitoring, where it was reported that the results indicated a lead break was present in the lead. X-rays were also taken and sent to manufacturer for review. The x-rays were reviewed, and no obvious lead discontinuities were observed in the portion of the lead that could be visualized. The patient's output current was programmed to 0ma. There was no report of patient manipulation or trauma. The plan of care regarding whether surgical intervention is to be taken is unknown at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.